Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-22870, 1627487-2020-22868, &1627487-2020-22864. It was reported the patient has lost stimulation due to high impedance on one lead. The patient may undergo surgical intervention to address the issue. All of the patient's leads are being reported because it is unknown which lead is liable.